Event description:
Information received by medtronic stated that the insulin pump had a low battery alert. Customer stated that they experienced a hyperglycemia. Customer's blood glucose level was 300 mg/dl. No harm was required during medical intervention. Troubleshooting was performed. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). The insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The insulin pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm and pump error alarm confirmed in the formatted history file. Pump error (internal crc failure) was the fatal error. That was the reason for the critical pump error (open book image) alarm. Suspecting hardware issue. Power management graph was successfully generated. The insulin pump trace download analysis confirmed the insulin pump alarmed pump error, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm. There was no low battery alert recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2017 03:13:26.000, 03:23:00.000, (B)(6) 201716:41:33.000, 16:45:15.000, 16:55:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2017 03:00:00.000, (B)(6) 2017 16:00:00.000, (B)(6) 2017 16:10:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2017 16:31:00.000, 16:41:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2017 03:26:49.000, (B)(6) 2017 16:42:17.000, 16:42:28.000, 16:56:20.000, 16:56:30.000 and pump error alarm was recorded and found in the formatted history file on: (B)(6) 2017 01:00:00.000. Pump error alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was confirmed in the formatted history file, suspecting hardware issue. However, the insulin pump was unable to perform the second download/recycle internal battery connector on electrical board and generate power management graph due to critical pump error (open book image) alarm. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board a1, electrical board a2, force sensor, motor and vibrator assembly noted. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip were confirmed. Unable to verify customer alleged for high blood glucoses. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error. Per r&d engineer, critical pump error (open book image) alarm and pump error alarm confirmed, suspecting hardware issue. Low battery alert was not confirmed. However, pump error, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was confirmed in the formatted history file, suspecting hardware issue. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.